Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right atrial (ra) lead was found to have exhibited oversensing noise resulting in inappropriate automated mode switch (ams) episodes. The ra lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
New information received notes the patient presented to the hospital for a scheduled implant procedure. Prior to procedure, the right atrial (ra) lead was found to have exhibited oversensing noise resulting in inappropriate automated mode switch (ams) episodes.